Event description:
The patient reported on (B)(6) 2014 that they still had concerns regarding their device or therapy but was working with their doctor or company representative. The patient had appointments in december and january. An additional appointment was noted for (B)(6).

Manufacturer narrative:
Concomitant: product ID 37743, (B)(4).

Event description:
The patient¿s health care provider (hcp) reported on (B)(4) 2014 that the cause of the event was unknown. There were no abnormal impedances. No interventions were required. It was unknown if the patient required hospitalization. Patient outcome was noted as non-serious injury/illness.

Event description:
It was reported the patient started a trial for pain stimulation therapy 2 days ago for pain in her back and leg. It was reported "I guess it changed after I had it put in they had to put me in the hospital". It was reported the patient was "doped up" at the hospital because she was in pain "from one end of me to the other". It was noted it was not know if the pain was from the stimulation trial or not. It was noted the patient did not remember anything they told her regarding her trial, and the hcp came in and looked at everything and told her everything looked okay and wanted her to continue with the trial. It was noted the patient was unaware she was not supposed to eat, but she ate a sandwich. It was noted the patient was prone to having gas so she was not sure if this was what caused her pain or not. It was further reported that the patient had an overstimulation sensation. It was reported that sometimes when the patient moved around her stimulation was too high. The patient tried decreasing stimulation but it didn¿t do anything. It was noted the patient was having a difficult time adjusting stimulation to a level that was comfortable for her. The stimulation was currently at 2.80 but the patient didn¿t feel anything at this level. Stimulation was increased to 3.50 and the patient felt a tingle. It was reported the patients left leg was tingling and stinging when she walked and moved around. Stimulation was decreased to 3.30 and it was uncomfortable for the patient when she was sitting down.